Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning.